Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was to be used in the left main bronchi during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be placed to treat a 14mm stricture due to tracheobronchomalacia. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got tangled and the catheter bowed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.